Event description:
While placing permanent leads for pain mgmt, dr discovered the protective outer covering of the stimulator battery was damaged. This stimulator battery was removed and replaced with a new one.